Manufacturer narrative:
The pump components are mechanically damaged due to a hard mechanical impact. This resulted in a short circuit that damaged the pump electronics and resulted in an e7 error notification. The pump was unavailable to used as a result of the customer's misuse of the device.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The patient wanted to change the insulin cartridge around 4:30 a.m. Because it was empty. The infusion device fell down and displayed an electronic error message during the cartridge change. The patient went to the hospital and her blood glucose result was 27.0 mmol/l around 5:15 a.m. On an unknown device. The type of treatment given to the patient was not provided. The doctor wanted the patient to be hospitalized for one day.